Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A customer reported that the system could not pressurise the bss bottle and so irrigation was not functioning during a procedure. No system messages were displayed. The surgery was completed on time by using a backup instrument. There was no harm to the patient. Additional information has been requested and received.